Manufacturer narrative:
(B)(4).

Event description:
It was reported that sheath separation occurred. An opticross¿ imaging catheter was selected for use. However, during unpacking, it was noted that the sheath of the catheter was fractured. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed catheter damage (detached) in the telescope section. The device has evidence of the male telescope flare form. A dimensional inspections was performed and the device was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that sheath separation occurred. An opticross imaging catheter was selected for use. However, during unpacking, it was noted that the sheath of the catheter was fractured. The procedure was completed with another of the same opticross imaging catheter. No patient complications were reported and the patient's status is stable.